Event description:
The reporter indicated the surgeon noted a 11.5mm icm115v4 implantable collamer lens was torn prior to loading. There was no patient contact and a new lens was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).